Event description:
A malfunction on the pump was reported by the caller, specifically indicating malf 12 as the code, with no notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump, informing the caller that a replacement pump with updated software would be sent and training would be available in their account. The caller was advised on steps to take upon receiving the replacement and instructed to return the problematic pump using a pre-paid label.